Event description:
During patient use, the customer reported that the autopulse platform (sn 40956) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message. Manual CPR was performed. No impact or consequence to the patient. The customer is also requesting preventive maintenance (pm).

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message" was confirmed during archive data review but not during functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. The possible root cause of the issue is likely attributed to user error. Visual inspection of the returned platform was performed, and no physical damage was observed. The power distribution board revision is up to date and the brake gap was within specification. The archive data review indicated (ua)18. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the initial functional test without any fault or error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.